Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the tubing assembly and the second clearlink y-site in the upstream part. It was also observed that the solvent was partially applied to the tubing and there are some areas without solvent. Additionally, per the marks at the tubing and the clearlink, there was a potential low assembly with the tubing insertion depth. Dimensional testing was performed at the clearlink y-site housing and tubing and were according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing in unspecified quantity of clearlink system continu-flo solution sets were falling off at the y-sites and at the 'connection hub'. There was no report of patient injury or medical intervention associated with this event. No additional information is available.